Manufacturer narrative:
Evaluation summary: the product was not returned for analysis. Results from the product history record review indicated the product met release criteria. The customer indicated the use of an approved cartridge. The product investigation could not identify a root cause for the reported complaint. There have been no other complaints reported in the lot number. Attempts have been made to obtain additional information. A completed questionnaire was received on 09/27/2013. (B)(4).

Event description:
A surgeon reported a patient experienced an unexpected postoperative refraction following an intraocular lens (iol) implant procedure. In a follow up the surgeon indicated that the cause of the event is unknown and the symptoms continue.